Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated procedure, electrocautery was used and the pulse generator exhibited backup vvi operation. It was attempted to save a device image but was unsuccessful. A device software download was performed successfully and the device was restored to full functionality.